Event description:
A us distributor contacted zoll to report that a patient developed blisters under the lifevest equipment. Patient described the area as red itchy rash/blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed prednisone and a steroid cream for the blisters. Follow up indicated that the blisters improved. Reportable: red, itchy blisters, low severity, medical intervention, improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.